Event description:
(B)(6). It was reported that post a stenting treatment procedure, the patient had abnormal stress test results. The 99% stenosed and 6 mm long de novo target lesion was located in the distal right coronary artery with a reference vessel diameter of 2.5 mm. The target lesion treated with direct stent placement using a taxus liberte (mr) 8 x 2.50mm stent. Following post dilatation, residual stenosis was 0%. The following day the patient was discharged on aspirin and prasugrel. (B)(6) 2011, the patient presented with abnormal stress test results. The event was considered resolved without residual effects. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).